Manufacturer narrative:
Additional suspect medical device components involved in the event: description: lead extension. Model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg). Date of event: 2013.

Event description:
A report was received that the patient is very thin and found that the connector between the lead extension and the lead to be uncomfortable. The patient underwent a revision procedure where the physician explanted the lead extension and repositioned the ipg. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(6). Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm model: sc-1110-02 serial: (B)(4) description: precision implantable pulse generator (ipg) the explanted lead extension was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient is very thin and found that the connector between the lead extension and the lead to be uncomfortable. The patient underwent a revision procedure where the physician explanted the lead extension and repositioned the ipg. The patient was doing well post-operatively.